Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua(B)(4). The following information was provided by the initial reporter: "customer problem: customer reports having 3 false positive test results with ver 256082 test kit. Steps taken with customer/troubleshooting: customer started using ver 256082 test kits in (B)(6) 2020. They state they ran 15 tests and 3 were false positives so they decided to use an actual lab for their testing at that time and discontinued use of the veritor testing. The dates of the first false positive test was (B)(6) 2020 and the patient was swabbed the same day for pcr. The veritor read the result as positive but pcr testing came back negative. The second and third tests were both ran on (B)(6) 2020 and both patients were swabbed the same day for pcr testing. The veritor called these tests positive and both pcr test results came back negative."

Manufacturer narrative:
Eua # (B)(4). Investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. The investigation did not find a root cause for the false positive results that was observed by the user. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. No return samples were received by the customer. No return sample analysis could be performed. A device history review could not be completed as no batch number was provided. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) (B)(4) is already initiated to investigate the root cause and some mitigation actions are already being addressed. It has been determined that this event did not involve patient samples and is not reportable. This supplemental MDR should convey that information to the FDA and indicate that the MDR was filed incorrectly.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer problem: customer reports having 3 false positive test results with ver 256082 test kit steps taken with customer/troubleshooting: customer started using ver 256082 test kits in (B)(6) of 2020. They state they ran 15 tests and 3 were false positives so they decided to use an actual lab for their testing at that time and discontinued use of the veritor testing. The dates of the first false positive test was (B)(6) 2020 and the patient was swabbed the same day for pcr. The veritor read the result as positive but pcr testing came back negative. The second and third tests were both ran on (B)(6) 2020 and both patients were swabbed the same day for pcr testing. The veritor called these tests positive and both pcr test results came back negative."